Manufacturer narrative:
The device was initially received with a complaint that the pole clamp bracket had broken off along with the threading prior to infusion. During investigation, dso (downstream occlusion) seal delamination/tearing was identified, making the event reportable. Review of the event log and alarm history revealed no records related to the reported issue, and no service history was available for the past 12 months. Visual inspection confirmed the dso seal was delaminated/torn. The probable root cause could not be determined. The dso seal was replaced, and dso/uso sensor calibration was performed. The device subsequently underwent functional and performance verification testing, passed all required criteria, and the software was updated. The unit was then reset to standard configuration.

Event description:
It was reported that the pole clamp bracket broke off along with the threading. The event occurred before infusion. During investigation found the downstream occlusion (dso) seal needed replacement as it was torn. This malfunction makes the event reportable. There are no patient involvement and adverse event reported.